Event description:
It was reported that during a left common semiral endarterectomy profundaplasty and left common semiral to above knee popliteal artery bypass procedure, the device worked initially but then failed to advance clips. It is unk how the procedure was completed. There was no pt consequence.

Manufacturer narrative:
(B)(4). Damaged/disengaged feedbar, lockout spring out of pos, damaged anti-backup. Eval summary: the analysis results for the mcs20 instrument confirmed that it was returned non-functional. The instrument was cycled and would not fed the clips and the anti-backup was noted to be non-functional. Upon disassembly of the instrument the feedbar was found to be bent and disengaged from the feedbar driver, therefore, not allowing the proper feeding of the clips into the jaws. In addition, the lockout spring was found to be out of position. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.